Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer's mother stated that the device was in her bra, was just hanging out and rang. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.